Event description:
During an endoscopic procedure, the physician used a cook tri-tome pc triple lumen sphincterotome. The orientation of sphincterotome was lean to 1 o'clock [incorrect cutting wire orientation]. A section of the device did not remain inside the pt's body. The pt did not require additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our lab eval of the product said to be involved confirmed the report that the cutting wire does not orient as intended. During the visual analysis it was noted that the catheter tip and cutting wire was intact. Twisting of the tubing was not observed. The tip of the sphincterotome was deformed in shape presenting an s-shaped appearance. During the lab analysis, the sphincterotome was advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). The catheter exited the endoscope with the cutting wire facing 5:00 o'clock. (Appropriate orientation is approximately 11:00 - 1:00 o'clock) and access to the papilla was not achievable. Although not in the papilla the device was bowed and the tip and the cutting wire twisted and was facing 5:30 o'clock. (Appropriate orientation is approximately 11:00 - 1:00 o'clock). The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to the device." Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment result as post market feedback continues to become available.